Event description:
Since having implants placed in 2003, I have developed hashimotos my body is attacking itself. I have goiters on my thyroid. I have joint issues, had appendectomy (https://www.betterhealth.vic.gov.au/health/conditionsandtreatments/appendectomy). Carpal tunnel surgery, allergies, sinus surgery. Mono with lab test that show eb igg of >750. Unexplained rashes all over body. Thousands of dollars spent on ortho md due to tendonitis. (All associated with auto-immune conditions) at time of implant I have no issues of this kind and had regular physical to prove it. I take multiple prescriptions for my auto-immune issues. I just plan to have them removed and pathology done. Insurance with not pay. I called the manufacturer to get my implants info mentor and they informed me that they do not track saline implants. I work for a major medical device company and find this quite shocking. They have silicone outer shells and make them just as bad as the other while allowing mold to enter the valves.